Event description:
During baxter's functional testing, a spectrum pump had a keypad malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of keypad malfunction was reproduced and confirmed through eval. The device eval confirmed the #4 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #4 key will occur following the selected key's function (e.g. When the #1 key is pressed 14 will be displayed. When in alphabetic mode and the abc key is selected, aj will be displayed interfering with the (B)(4) drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.